Event description:
It was reported that the bolus delivery summary displayed "n/a" for all entries of 7, 14, and 30 day averages. During troubleshooting with tandem technical support, it was explained that if pump time and date is changed, or if the pump is placed into storage mode, delivery summary will appear as n/a. Customer reported that pump had been shut off but could not state when. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Multiple attempts were made to follow up with the customer; however, the customer did not respond. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.